Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera required replacement. The system then passed the system checkout and was found to be fully functional. The navigation camera was returned to the manufacturer for analysis. Analysis found that the camera contained nicks and scratches and the illuminator current was found to be out of range. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware defect tracking database.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the manufacturer representative found the navigation camera to be damaged and requested that a replacement be sent to the site. No patient was present at the time the issue occurred.